Manufacturer narrative:
(B)(4). Although requested, the extension set has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for eval.

Event description:
Customer reported the IV extension set broke in half when clamped. No pt harm or medical intervention required. Although requested, no add'l pt or event info provided.